Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported during an atrial fibrillation (afib) procedure, the temperature reading was only 9 degrees celsius during ablation. The redel cable was replaced and the temperature reading decreased further to 6 degrees celsius. When the catheter was replaced, the issue was resolved. Upon request, the bwi field representative provided additional information on the event. Ablation was delivered at the set power and the signal was diminishing. The baseline temperature on the stockert when they started to ablate was reflecting 7degrees. The ablation was delivered when the stockert was reading 9 degrees. The physician laid several lesions this way and thought they were adequate. The generator was in power control mode. There were no error messages or warnings. No reported patient consequence.

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure, the temperature reading was only 9 degrees celsius during ablation. The redel cable was replaced and the temperature reading decreased further to 6 degrees celsius. When the catheter was replaced, the issue was resolved. Upon request, the bwi field representative provided additional information on the event. Ablation was delivered at the set power and the signal was diminishing. The baseline temperature on the stockert when they started to ablate was reflecting 7degrees. The ablation was delivered when the stockert was reading 9 degrees. The physician laid several lesions this way and thought they were adequate. The generator was in power control mode. There were no error messages or warnings. No reported patient consequence. After several attempts to follow up with customer, the call is going to be closed since the customer has not responded back in regards to ticket. The device history record (DHR) for the stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.